Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed "realign patient" error message was confirmed during archive data review; however not confirmed during functional testing. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 07 discrepancy between load 1 and load 2 too large) error message. The load cell characterization test indicated both load cells are functioning within the specification. Root cause was due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Upon visual inspection, torn load plate cover was observed likely due to user mishandling. This observation is not related to the reported complaint. The archive data review showed occurrence of multiple ua07 error message. In addition, ua 17 (max motor on time exceeded) and ua02 (compression tracking error) error messages were observed. These observation are not related to the reported complaint. Root cause of the ua17 and ua02 was due to a defective drive train. The autopulse platform passed the initial functional test without any fault or error. However, during run-in test, the platform stopped compressions several times due to ua17 error message. This observation is not related to the reported complaint. Root cause was due to a defective drive train motor. After replacing the drive train and load plate cover, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient weighing around 150 to 175 lbs. Operating with continuous compression for approximately 10 minutes. Following this, the platform displayed "realign patient" message and stopped compression. The crew realigned the patient, however was unable to clear the message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. According to the user, the autopulse platform did not attribute to patient's death. Back at the station, the user was unable to reproduce the "realign patient" message.